Manufacturer narrative:
The pump was received with a failed battery test alarm due to a corroded battery tube. No turn off pump screen, blank display or unexpected restart was noted. Unable to verify the low battery, off no power or battery indicator anomaly or perform the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart or the operating current measurements due to the failed battery test alarm. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was turning off by itself. The customer's blood glucose was unknown at the time of incident. The issue was not resolved. The customer mentioned that the battery compartment was corroded. The insulin pump will be returned for analysis.